Manufacturer narrative:
The lead was thoroughly analyzed visually, mechanically, and electrically. During the visual analysis of the lead, fraying of the insulation was detected 18 cm distal of the is-1 connector pin. The damage manifestation indicates significant mechanical stress during the operating time. The position and characteristics of the fraying lead to the assumption of a simultaneous occurrence of strong pressure of the lead onto the ICD housing and friction of the lead at the ICD housing. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. On further inspection, a marked deformation of the inner conductor helix was noted, which was with high probability caused by excessive mechanical stress. An over-rotation of the screw mechanism should be considered in this context. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an implantation time of about 24 months, vacillating sensing values were reported. No deterioration of the patient's state of health was reported.